Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump. The current black box history showed no evidence of short battery life. Battery cap is able to fully tighten. There was a battery compartment crack observed below the grip pad. The pump's current draws were within specifications. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.